Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown). Sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, while setting up/prior to firing issues, the jaws would not close completely. The reload was replaced to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident found that the egia handle had thick tissue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual and functional evaluation found no notable condition related to reported condition. It was reported that the device was unable to perform clamp test. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The evaluation detected an unreported condition: of reload was able to cycle through the interlock and thick tissue that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue was cause by excessive force being applied to the interlock component. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.